Event description:
It was reported that stent dislodgement occurred. During the procedure, a 4.00 x 32mm synergy xd drug-eluting stent dislodged inside the patient. There were no patient complications reported, and the patient status was stable.

Event description:
It was reported that stent dislodgement occurred. During the procedure, a 4.00 x 32mm synergy xd drug-eluting stent dislodged inside the patient. There were no patient complications reported, and the patient status was stable. It was further reported that no stent dislodgement occurred. The vessel is calcified, making it difficult to deliver the stent and causing it to kink.